Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call the insulin pump alarmed button error and a failed battery test alarm. The customer¿s blood glucose was 92 mg/dl at the time of incident. Customer stated that the insulin pump alarmed failed battery test while trying to deliver a bolus and followed by a button error alarm after the battery has been changed . Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a failed battery test alarm and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: no button error alarm. Unit received with no button response due to flattened act button keypad dome. Unable to perform functional test due to keypad anomaly. Unable to verify failed battery test or frozen display due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window.